Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, broken off battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin was squirting during manual prime process. The customer stated that the insulin pump was not dropped or bumped. The customer also stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.